Manufacturer narrative:
H3: analysis of the catheter revealed a kink in the catheter body in addition to damage to the transition tubing of the catheter body. H6: the results code 114 (c13) and conclusion code 22 (d12) pertain to the analysis finding regarding kink in the catheter body. The results code 180 (c07) and conclusion code 4315 (d15) pertain to the analysis finding of damaged transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter is not yet complete as of the date of this report. A follow-up report will be submitted upon completion of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Results of catheter testing indicated there was no infection. The portion of the catheter previously kept by the hospital would be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0209591095, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml at 1300 mcg/day via an implantable pump. The patient had a medical history of cerebral palsy. It was reported that the patient began experiencing advanced baclofen withdrawal resulting in seizures. A catheter access port (cap) procedure was performed with blood coming through the port. However, when asked to clarify if there was any doubt regarding whether or not the hcp was accessing the cap, the distributor indicated that the initial procedure was not done under fluoroscopy. The procedure was repeated under fluoroscopy, and no blood was seen, but not enough volume was retrieved to justify continuing with the full dye study. The cap procedure was aborted due to not getting 1-2ml of baclofen from the procedure under fluoroscopy. A decision was made to intubate the patient in the intensive care unit (ICU), sedate the patient, and supply external baclofen. The pump was emptied of drug (the actual reservoir volume matched the expected reservoir volume), filled with saline, and set to minimum rate prior to removal. Surgical exploration and full system removal took place. The catheter was removed at the cervical level in sections. The device would be returned to the device manufacturer. The hospital kept 17.6 cm of the catheter and connector for infection testing. The patient was pending new implantation of a pump and catheter once their non-related chest infection passed. The issue was not resolved. However, the patient's status was alive - no injury. There were no environmental, external or patient factors that might have led or contributed to the event. Information regarding the patients other medications was unavailable.